Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. This prevents a more thorough investigation. If the product becomes available in the future, this case may be reopened. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. On this occasion we have not been able to identify any issues with our products or procedures that could have caused or contributed to the pico device to stop pumping.

Event description:
It was reported that the device pump stopped while being used. The device wasn't dropped or wet with little exudate from the patient. No more information available yet.